Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 200-300 mg/dl. The customer self-performed a pump reset. Tandem technical support advised the customer to call back if issues persist or prior to resetting the pump on their own.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.